Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised that they could continue using the pump. The customer was also instructed to contact technical support if the malfunction reappeared, which the customer understood.